Event description:
Alleged when the bed is put into brake, the brake casters continue to roll. He indicated the plunger does not touch the caster wheel.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.